Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Small amounts of charred material and blood were observed on the heating element and the jaws. The heater wire was observed to be flexed away from the hot jaw and was detached at the tip of the jaw. The wire remained attached at the base of the jaw. No other visual defects were observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No smoke and/or steam which could be considered excessive was observed. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.689 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the evaluation results, the reported complaint was not confirmed for the reported failure modes "electrical issue", "environmental particulates" but was confirmed for the analyzed failure "bent wire". Specific actions for the analyzed failure mode are being maintained and documented in maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, vasoview hemopro 2 arcing was observed between the jaws of the device when the cautery was activated and this produced excessive smoking. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, vasoview hemopro 2 arcing was observed between the jaws of the device when the cautery was activated and this produced excessive smoking. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, vasoview hemopro 2 arcing was observed between the jaws of the device when the cautery was activated and this produced excessive smoking. A replacement device was used to complete the procedure. The hospital did not report any patient effects.